Manufacturer narrative:
This report is based on information provided by a philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not pass the operational test. During the evaluation, the brt determined that the device did not pass the operational control test due to a defective som pca (system on module/printed circuit assembly), processor pca, mix cable parts and paddle tray. As a result, the dfm100 assy som (453564489051), dfm100 assy processor (453564489071), dfm 100 cbl ui to processor mix (453564844311) and dfm100 assy paddle tray assy (453564489291) were replaced to resolve the issue. The device was then returned to the customer and service. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective som pca, processor pca, mix cable parts, and paddle tray. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The issue was resolved by replacing the above-mentioned parts. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator could not pass the operational check. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.